Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 the reported device was returned for evaluation.the gauge shows signs of use in the form of cosmetic scratches and small nicks on the handle. The tip of the device is fractured and was not returned with the device. No other damage noted. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the straightening depth gauge fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.